Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-aug-2019 the following findings: during investigation, at the time of investigation all keys responded. The keypad is intact with no evidence of peeling or damage. Pump cover was removed, evidence of moisture corrosion was located on the keypad flex connector and internal components. A leak test failed at battery compartment crack , cracked from threads to case seal . Moisture corrosion was also located in side the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 18-jul-2019, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.